Event description:
The customer reported that during a patient event, when the patient deteriorated into a shockable rhythm, the device lost power as it was being charged for defibrillation therapy. The customer implemented their backup device with an unknown delay, and delivered defibrillation therapy to the patient. The patient reportedly did not survive the event.

Manufacturer narrative:
Physio-control performed a supplemental clinical evaluation on the reported event and determined that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
(B)(4). The customer (biomedical engineer) evaluated the device and initially observed normal operation; however after additional testing, it was observed that the device intermittently lost power when various keys on the keypad were pressed. Physio-control performed a clinical review of the reported event and determined that with the available information, it is unknown if the reported device issue contributed to the death of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After multiple unsuccessful attempts to contact the customer, the status of the device is not known. The customer has not contacted physio-control further regarding the status of the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.